Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported leakage at the connection to the catheter and returned one used sample, and a maxzero. The sample was primed with blue dye fluid from a syringe, and there was no observed leak. The maxzero was placed on both the female and male luer of the set and neither had a leak, and the complaint cannot be verified. The customer reported the lot number as "unknown" but provided two possible lot numbers. A device history record review for model mp5313-c lot number 21015872 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5313-c lot number 20106030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Root cause description: the root cause is unknown without an observed failure.

Event description:
It was reported that 8.5 in pressure rated minibore set leaked. The following information was provided by the initial reporter: it was reported by the customer that the extension set is leaking at the connection to catheter.